Manufacturer narrative:
No samples, pictures, or lot number information was provided to allow testing to confirm if the product was defective. This event will be trended to determine if further investigation or corrective action is necessary.

Event description:
The physician washed out a superficial significant infection around a postoperative revision hip replacement. The patient had a glue reaction which was treated in the first-week post-op. The patient went on to develop an infection four weeks out now this was a superficial infection. The physician thinks this is related to the glue problem, even though they started antibiotics to treat the glue reaction. That patient had a revision right hip about a year ago with the glue, which potentially sensitized him this time.